Manufacturer narrative:
Model number/catalog number: sc-2316-50e. Serial number: (B)(4). Batch/lot number: (B)(4). Model/catalog description: infinion 16 trial lead kit 50 cm.

Event description:
It was reported that following the trial procedure the patient developed a new pain in the right foot. The physician suspected it to be procedure related. The patient was prescribed with medication and was doing well.